Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility nurse manager reported a blood leak from a dialyzer that began leaking around the threading at the top of the header and down the side 15 minutes into treatment. Treatment was stopped immediately and blood was not returned. Additional follow-up was made with the clinical coordinator, who stated the hemodialysis (hd) patient was approximately fifteen minutes into hemodialysis treatment on a fresenius 2008t machine when a blood leak was noted from the endcap of the dialyzer. Per clinical coordinator the patient¿s treatment was immediately stopped and the patient¿s blood was not returned. The bloodlines used were fresenius. The charge stated no damage to the packaging was observed. The patient¿s blood flow rate (bfr) was 150. Per clinical coordinator the estimated blood loss (ebl) for the patient was approximately greater than 100ml, but the exact ebl was unknown. The clinical coordinator confirmed no patient adverse effect was experienced and no medical intervention was required as a result of the reported event. The patient was able to complete treatment with new supplies on the same machine without issue. Per clinical coordinator the patients dialyzed 3 times a week. Per clinical coordinator the dialyzer was retained and was available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: although it was stated that the dialyzer was available to be returned, to date no parts have been returned to the manufacturer for physical evaluation. The reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were two approved temporary deviation notice (dn) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.